Event description:
It was reported that the patient had MRI of brian scan, 3t, no transmit/received head coil was used. The patient was in the MRI scanner at 9:54 pm and the last patient that was scanned with that machine at 10:02 or 10:03 pm last night. Total time the patient was in the MRI machine was about 8 or 9 minutes. During the MRI scan timeframe, the patient did not report of any shocking or jolting sensation. The MRI was stopped due to patient could not tolerate the scan, not from the side effect of the stimulator. The reporter was not the MRI tech that scanned the patient last night. The doctor ordered the MRI of brain to evaluate complaints of left arm and left leg constant pain, tingling and transient ischemic attack (tia). The patient was currently taking pain medications. They called and spoke to patient today. The patient did not complain of any shocking or jolting sensation. The patient had no complaint of any issue. They thought the stimulation was on as the patient did not bring her patient programmer to the MRI appointment. The patient's husband indicated patient had lost her patient programmer at the beginning of her implant. A manufacturer's representative will be coming tomorrow to check patient's device. The neurostimulator (ins) was implanted on right hip. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v386943, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).